Event description:
The home patient (hp) contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice during use during fill 1. The hp stated that he had the alarm, changed out only the cassette, and that the alarm was still repeating. The baxter technical services representative (tsr) advised to end therapy and start over with new supplies, including the bags. The tsr advised the hp to always use new supplies during setup. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. The patient had not contacted her regarding the event. The nurse was informed that the patient had tried to reuse solution bags, and the nurse stated that she would try to contact him about the issue. She had not heard from or been able to contact the patient for some time, and she did not know how his therapy was going. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The event was a use error; there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The label review found the labeling adequate for the use error in this complaint. The complaint for use error - failed to follow therapy steps was confirmed as the patient indicated that they changed out the cassette and not the solution bags.